Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic complications. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 300 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined a pump upload but agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed self test and unexpected alarm error test. However, unit received with completely broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test or dat test due to p-cap / reservoir will not lock properly. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window corners, reservoir tube window, belt clip slot and battery tube threads. Unit received with minor scratched lcd window and case. Unit received with missing end cap sticker. Unit received with stained back address serial number label. Unit received with peeling keypad overlay. Data analysis: there is no data available due to the unit did not have a battery installed when received.